Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system gave suppressed results on sodium and potassium. Customer reported there was bluish crusty material in the drip tray of the ion selective electrode module. Customer reported that there was a very slow leak that was not visible. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the source of the leak was the electrolyte injection cup. The fse removed and replaced the electrolyte injection cup valve and seals.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: this report is related to MDR# 2050012-2012-01374.